Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one bardport titanium implantable port attached to a groshong catheter in two segments were returned for evaluation. Along with sample, three images were provided for review. Visual, microscopic, functional and tactile evaluations were performed. A complete compound break was noted on the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 13.7cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular throughout. The chest x-ray shows the ruptured catheter segment found in the left pulmonary artery extending to the distal aspects of the pulmonary arteriole. Therefore the investigation is confirmed for the reported fracture, material separation and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ten months, eighteen days post a port placement, the catheter was allegedly found ruptured. It was further reported that the distal end is lodged in the left pulmonary artery. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ten months, eighteen days post port placement, the catheter was allegedly found ruptured. It was further reported that the distal end is lodged in the left pulmonary artery. The current status of the patient was unknown.